Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the motor could not exceed 25,000 rpm before it produced and e6 error and stopped running. In addition, the unit was observed to be covered in biological debris, salt, and soap residue. It was concluded that the unit had been immersed, causing internal damage to the motor and is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device was making noise and the lock lever was defective. The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.